Event description:
It was reported that during a total joint procedure, the blade broke at the mount. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that a replacement blade was available.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for evaluation. Mfg records were reviewed, no issues were identified, which may have contributed to this event. The root cause is multi factorial. The handpiece associated with this MDR is as follows: part number: 4208000000, serial number: (B)(4). There were 2 possible lot numbers associated with the blade, the second lot number is 12103017 (expiry 04/01/2017).